Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited ventricular undersensing. No intervention was performed at this time. No patient symptoms were reported.